Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope had black image during laparoscopic oophorectomy therapeutic procedure while the patient was under sedation with the device inside the patient. The procedure was completed with the olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was not confirmed. Additionally, fiber breakage and loose movement on handle rotation were identified during device inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that cause could be established and additional malfunction were due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.